Manufacturer narrative:
Unit was able to charge properly. Unit failed to communicate and sync during rf/ble association. Unable to perform functional test due to communication anomaly. No moisture damage or physical damage to connector pins, cow catcher, or case was noted per visual inspection. In conclusion, it was determined that communication anomaly was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and transmitter. The event involved product(s) mmt-7841zn. Troubleshooting was performed and it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. And the product mmt-7841zn that was returned for product analysis.